Event description:
Customer reported experiencing false high altitude alarms multiple times recently, which necessitated replacing the cartridge to clear the alarms. There was no reported impact to the customer¿s blood glucose level. The customer declined further follow-up from cts at this time and will be starting the process for a new tandem device once consent is obtained from his mother.